Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed due to post-paced t-wave oversensing on the right ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. Programing changes were made. Subsequently, post-paced t-wave oversensing was again observed. Programming changes were suggested. No further information was provided.